Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "

Event description:
Patient's legal counsel reports patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel reports patient underwent a revision procedure on an unknown date in 2006 due to patient allegations of pain. Legal counsel further alleges patient underwent a right leg amputation on an unknown date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reported noted a biomet acetabular cage, liner and cup were implanted in the right hip on (B)(6) 2004. Revision operative report received noted patient underwent a right hip revision on (B)(6) 2007 due dislocations. All biomet acetabular components were removed along with a competitor's femoral components and spacer molds were implanted.

Event description:
Patient's legal counsel reports patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel reports patient underwent a revision procedure on an unknown date in 2006 due to patient allegations of pain. Legal counsel further alleges patient underwent a right leg amputation on an unknown date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿ the following sections could not be completed with the limited information provided. Date of event - unknown, date explanted - unknown.